Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as raw and bleeding. There was no alleged device malfunction contributing to the irritation. There is no indication of medical intervention. Outcome of the irritation is unknown.